Event description:
It was reported that tandem mobi pump generated cartridge alarm 30 that did not occur during cartridge load and had not been previously reported for this pump. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded cartridge, successfully delivered bolus, and was able to resume insulin therapy, so issue was resolved without further action.